Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Both leads were visibly fractured at the same location about 2 inches proximal to the anchors. The location would have been where they entered the interlaminar space. Postoperatively, the patient has effective therapy.

Event description:
Related manufacturer report number: 3006705815-2021-00983. It was reported that the patient's leads had all high impedances, and x-rays confirmed the leads had also migrated. In turn, surgical intervention may take place to address the issue.